Event description:
The pt had a bx velocity 3 x 8 mm stent placed in the distal circumflex artery in 2003. The pt died of unk causes in 2007. No autopsy was performed.

Manufacturer narrative:
A review of the device history records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death is a known potential adverse event associated with implanting coronary artery stent. Without a known cause for the pt's death is not possible to determine a cause for the event but the pt's medical history could have contributed to the event.